Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage at tubing. The issue occurred with nine similar types of infusion sets used for twelve hours. No further information was available.